Event description:
The customer reported that on line change day, they opened the pump door and noticed fluid seeping around the silicon segment and on closer inspection noted a split in the silicon segment. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). Sample involved in this event will not be returned as it was destroyed. No failure investigation could be performed.